Manufacturer narrative:
H11-manufacturer narrative: lens rotation and secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim # (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced low vault with lens rotation. Lens was exchanged for longer length lens and problem resolved. Cause of the event was reported as patient related factor.